Event description:
It was reported that the patient experienced hyperglycemia after eating a small breakfast without a meal announcement, with the ilet integrated with dexcom g7 displaying 210 mg/dl while a manual fingerstick measured 247 mg/dl; the agent instructed entry of the fingerstick value into the ilet, and troubleshooting and education were completed. Symptoms included elevated blood glucose without physical complaints. Outcomes included transient high glucose outside target for approximately 30 minutes with no need for medical intervention or back-up therapy. Investigation included review of device readings, comparison to fingerstick measurement, and user coaching on operation and meal handling. Investigation of this case revealed inconsistent glucose readings between cgm and fingerstick consistent with known cgm-to-capillary variance and hyperglycemia of unclear cause, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.